Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: * please provide more details about the issue of "the needle falls". - one time open the suture the needle don¿t connect of suture * did the needle detach from the suture? If yes, when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify - yes the needle is manipuled before the surgery *did the needle fall into the patient? If yes was it retrieved during the same surgery? - no the needle don¿t fall off into in the patient

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2023 and suture was used. During the procedure, the needle fell. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please provide more details about the issue of "the needle falls". * did the needle detach from the suture? If yes, when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify *did the needle fall into the patient? If yes was it retrieved during the same surgery? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)